Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Further review prompted a change in the device analysis results. Evaluation summary-(B)(4) no anomalies were found.

Event description:
It was reported that the external pulse generator (epg) light-emitting diodes were not functioning properly. The epg was not connected to a patient. No patient complications have been reported as a result of this event.